Event description:
The customer reported abnormal results were obtained on multiple assays, including lactic acid, on a patient sample on a dimension exl 200 instrument. These results were not reported to the physician(s). The customer processed a sample from the patient on an alternate dimension exl 200 instrument and the results recovered within expected ranges, in accordance with the patient¿s clinical picture, and were reported to the physician(s). The customer was unable to provide results obtained on this sample. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that abnormal results were obtained on multiple assays, including lactic acid, on a patient sample on a dimension exl 200 instrument. Quality controls (qc) were unacceptable following the processing of this sample. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse determined the reagent 1 (r1) drain overflowed into the sample drain and onto the cuvette windows. Next, the cse rerouted the r1 waste tubing, primed the system, and verified that the r1 drain was working acceptably. Then, the cse cleaned the cuvette windows and ran a successful system check. After that, the customer processed qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00157 with the FDA on 05-jun-2024. Additional information (11-jun-2024): siemens further evaluated the event and concluded that the reagent 1 (r1) waste tubing caused the r1 drain to overflow into the sample drain, potentially contributing to the erroneous results, which was resolved by rerouting the waste tubing. The investigation conclusions code in h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.